Manufacturer narrative:
Form code: f77772. These events were reported to FDA on (B)(6) 2017 within a retrospective summary report. E2016027. The FDA approval number for this summary report is (B)(4). The total number of events being summarized for product code krg is 5302, including the 3500a event and events detailed. This retrospective review was performed following our firm¿s change in medical device reporting criteria. These reports represent events with alert dates in the two years prior to that change in reporting criteria. Product event summary: analysis was unable to confirm the customer comment that the stylus did not operate in the upper left corner of the display screen however the stylus was replaced as a preventive. The programmer passed all final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen was not operating in the upper left corner of the display screen. The programmer was returned for service. No patient complications have been reported as a result of this event.